Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the wire cutter broke during surgery at the jaw joint when the surgeon tried to cut a kirschner wire. The surgery was not prolonged. There was no impact on the patient. No information about patient condition and outcome available. This complaint involves 1 part. Concomitant medical products: 1x kirschner wire (part and lot unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and a device history records review was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 18. Jan. 2002. DHR not available as device is older than 15 years. At this time the manufacturing documents for instruments had to be stored for 10 years. A product evaluation was performed. The investigation of the complaint articles indicates that the- received part: 1 x 391.930 / wirecutter lrg w/cantilever l220 / lot no 5148 - as received condition: the wire cutter was found broken at the movable jaw with knife-edged part. Conclusion: our investigation shows that the received wire cutter was found broken at the movable jaw with knife-edged part. There is a significant difference between the surface around the laser etching and the remaining surface such as grinding marks. Furthermore we found an additional unknown laser etching "cf36/14". The cutting edges are blunt. However because of the breakage this complaint is rated as confirmed. This was according to our internal procedure which was in place till august 2014. The review of the assembly drawing, which was valid from march 2000 until 11- 2007, does confirm that the part was etched according specification but an unknown laser etching "cf36/14". Was found on the part. Additionally, we can also confirm that our validated electropolish process provides a homogeneous surface structure on our products which makes it impossible to have such a structure deviation as on the received part. Unfortunately we only have limited information in the complaint description and cannot confirm how the breakage happened. There are nicks and wear and tear signs at the cutting edges visible which are referable do an often and intensive use over the years. Because of the blunt edges, an excessive cutting force was surely necessary during cutting procedure which could finally lead to the breakage of the jaw. Based on the investigation findings, we can confirm the evidence of an additionally mechanical procedural step after product left our facility in 2002. This could have a negative influence on the functionality of the device. Also we want to bring up our recommendations in our leaflet which describes the end of life of an instruments at page: "end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used." Because of the damage, the complaint relevant dimensions cannot be checked. Finally we conclude that the cause of failure is not due to any manufacturing non-conformances. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The 20. Jan 2017 response received 17. Jan 2017, the mentioned lot number does not exist. The second mentioned event is reported under (B)(4). No impact on patient.